Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners and battery tube threads. The device had minor scratches on the display window. The insulin pump was received with partially broken reservoir tube lip and missing reservoir tube lip o-ring. A test reservoir was inserted to the insulin pump and it did not lock into place due to broken reservoir tube lip and missing reservoir tube lip o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, last night he was changing out his reservoir from the insulin pump and the rubber ring was lose. He also noted that a big piece of the reservoir compartment had fallen off. Customer is unaware how long the damage was on the insulin pump. Customer reported his blood glucose was at 6.4 mmol/l. He agreed to return the device for analysis.